Event description:
Health care professional reported injecting a patient with 0.8cc of smooth in the lips. The patient experienced lumps under the skin, bluish tint to the upper lip, and periodic shooting pain and swelling. On (B)(6) 2025 the complainant reported continuing discomfort and firmness/lumps in the lips, consistent with an inflammatory response. Database reference number: (B)(4). Additional comments (B)(4). Evolus acknowledges the lateness of this report and has opened an internal investigation capa25002.